Event description:
On 08/31/06, nellcor received a report, where it was claimed one facility experienced four occurrences of the "cuff failing" on the device during use on a patient. The caller did not have any further details related to this report.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report is not available for investigation.